Event description:
Procedure type: lap colon. Reportedly, the device was normal at first, but then the cutting force diminished and then the active blade broke. The broken piece fell into the cavity and was retrieved. There was no tissue damage. The procedure was completed by another ultra shears. No pt injury was reported.

Manufacturer narrative:
.